Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. Software download did not restore normal function. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported backup operation. The root cause of the anomaly was firmware corruption. The device could not be restored to nominal settings.